Event description:
Boston scientific received information that the patient with this pacemaker was experiencing syncopal episodes. Stored electrograms were reviewed. The device exhibited some atrial undersensing. The patient also had what appeared to be experiencing atrial arrhythmias. The local boston scientific field representative reported that a device check was performed which yielded normal diagnostics. The patient will continue to be monitored. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.